Event description:
It was reported that the device battery longevity estimate was less than 0.5 years but that the prior two evaluations over approximately two years both had device longevity estimates of 2.5 years. The device was thought to have abnormal battery behavior. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: icf09b58 implantable pacing lead (B)(6) 2006. (B)(4).